Event description:
Device returned. Inspection: device had ground prong broken off as stated by customer, complaint confirmed. Replaced iec inlet/power module. No applicator or leads were sent in for testing. Replaced both stim pcbas and transformer for noisy microcurrent and all other waveforms once activated (around 900mv pk-pk). Device passed all functional and electrical testing after repair.

Event description:
For some reason the earth metal prong on the unit power module with on/off switch per #7 in the manual (pg 7) broke off and I need a replacement module for this. The machine still works but, obviously, without the ground places the patient is at risk.